Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding the system experiencing a recoverable fault. The tse reviewed the log and found error 319 on the armnet 3 occurring mid-procedure after the restart. The customer was made aware that if a hard reboot was attempted, the universal surgical manipulator (usm) may need to be disabled to clear the fault. The tse recommended for the customer to contact tse directly if there is additional assistance that is required. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site ended up disabling the arm and it was already towards the end of the procedure and the arm was needed. The surgery was completed robotically. There was a surgical delay of about 5 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could reproduce the reported problem. The fse replaced the proximal set-up joint to resolve the issue. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint for failure analysis investigation. The unit was analyzed and the reported fault was confirmed in the log along with error 31226 pointing to fiber power faults. The unit was tested on a system and replicated the non-recoverable 319 fault. The unit was also tested on a psc (patient side cart) fixture test platform (pftp) where it failed the node check. Installed a golden fiber and the unit passed all tests that were performed.

Event description:
Refer to h11 for follow-up information.